Event description:
It was reported that, the handpiece caused an error 4 and an error 7 when connected to the generator and the hand activation button was pressed at the start of the unknown case. A second handpiece was used to complete the case. No pt consequence reported.

Manufacturer narrative:
Info was not provided by the initial contact. Evaluation summary: the hand piece was returned in good physical condition. The hand piece was tested and was found to function properly. No error codes were found. The hand piece was fully functional and conforming to design specifications. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.